Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2013, patient underwent essure confirmation test. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), mood swings ("neurological conditions or problems type: mood swings"), depression ("neurological conditions or problems type: depression"), anxiety ("neurological conditions or problems type: anxiety"), back pain ("pain, back") and abdominal pain ("pain, abdominal") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, urinary tract infection, migraine, headache, mood swings, depression, anxiety, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: case become incident, essure removal and insertion date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.